Event description:
Boston scientific (bsc) crm received information that this right ventricular lead had sustained a fracture. Therefore, a revision was performed and the lead was removed from service and replaced.